Manufacturer narrative:
The manufacturer was advised that the explanted lvad was disposed of and will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the manufacturer's clinical personnel that the pt underwent a pump exchange from the lvad to another manufacturer's device.